Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos and gpos boards were evaluated and replaced. The software on gpos board was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. There is no report of death or serious injury.